Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6f .070 xb 4 100cm brite tip catheter was used, but a leakage of blood from the hub was confirmed. Therefore it was removed from the patient. There is no reported patient injury. The product is available for return. Additional information has been requested.

Manufacturer narrative:
During an unknown procedure, leakage of blood from the hub of a 6f .070 xb 4 100cm brite tip catheter was noted. Therefore, it was removed from the patient. No patient injury was reported. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 17541031 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event "luer hub - catheters leakage - in-patient" reported by the customer was not confirmed since the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, procedural and handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. Prior to use, flush the guiding catheter lumen with a heparinized saline solution. Introduce the guiding catheter into the vasculature through the catheter sheath introducer, and/or over an indwelling guidewire using a percutaneous entry technique of choice. Set up a continuous heparinized saline flush through the sidearm of a hemostatic valve attached to the guiding catheter hub¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.